Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) results generated by the coulter act diff analyzer for two patient samples. Patient a and b samples were tested for hgb and results of 11.6g/dl were obtained for both patients. As a part of qc procedures samples of patient a and b were sent to a reference lab for a correlation check and rerun and hgb results were higher. The results obtained at the reference lab were considered correct. The erroneous results were not reported out of the lab and there was no death or injury and patient treatment was not impacted.

Manufacturer narrative:
The specimens were collected in edta tubes. Qc printouts show hgb results were biased low on day of the event, but were within range. A field service engineer (fse) was dispatched: the fse replaced vacuum isolated chamber, four solenoid valves, wbc bath and hgb lamp and detector. The fse adjusted latex and hgb voltages. The fse verified and validated the instrument and all parameters were within specifications. Hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.